Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins to be functionally okay with insignificant anomalies. The trace report showed the total recharge count to be 379. The last recorded recharge session was done while the device was implanted on (B)(6) 2015. The battery was recharged for 1 hour 14 minutes and the battery charged from 3.555 volts to 3.710 volts. The last patient usage was shown to be (B)(6) 2015. The typical duration of the last 22 recharge sessions was 2.1 hours, typical interval was 6 days, and the typical coupling was 75%. The ins was recharged for analysis on (B)(6) 2015 for 7 hours 9 minutes from 2.895 volts to 4.035 volts.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A patient implanted for spinal pain reported via the manufacturer's representative (rep) that while they were walking a car came at them resulting in the patient having to jump out of the way. This jarred the stimulation pocket making the implantable neurostimulator (ins) reposition. An attempt was made to recharge but the patient was unable to recharge the ins because of the new position. It was unknown if the ins was working correctly after the incident since recharging wasn't possible to access the ins. It was noted it was very difficult to feel the ins in the pocket. As a result the ins was replaced. Following replacement impedances were checked and all were within normal limits. The patient was getting great stimulation following replacement and was very excited to have stimulation back. The issue was resolved following replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.